Event description:
It was reported to nova biomedical by doris, the counselor at the adult daycare facility that the consumer experienced a hypoglycemic event requiring medical intervention. The counselor performed a blood glucose test on the consumer getting a result of 150 mg/dl. When the emts arrived, they tested the consumer getting a result of 29 mg/dl which they treated with IV glucose as they transported to hospital. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from the vial to a plastic bag, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for eval.